Event description:
Boston scientific received information that this atrial lead was exhibiting noise and out of range impedance measurements which triggered the lead safety switch and atrial tachycardia response events on the associated device. Interrogation noted impedance measurements of 260 ohms in unipolar mode and 100 ohms in bipolar mode. A review of the daily measurements noted a decrease from 480 ohms to 190 ohms in an eight month time period. Today, testing resulted in 760 ohms in bipolar mode and 260 ohms in unipolar mode. Threshold measurements are stable and within normal limits. No adverse patient effects were reported. A boston scientific technical services consultant instructed the caller to reset the lss on the associated device. The consultant suspects a lead integrity issue and suggested lead replacement or device reprogramming. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.